Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was moisture inside the patient's driveline. The driveline remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The pump was not returned for evaluation. Review of the manufacturing records confirmed that the associated driveline met all requirements prior to release. Review of the controller log files revealed that no alarms were logged that could be related to the reported event. The reported event was confirmed via visual evidence provided by the site which revealed blood in the driveline cable. An isolation of blood servicing procedure was not performed. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation, multiple factors can lead to blood in the driveline such as improper seal of the pump¿s driveline (outer sheath) to the pump header and damage via cut or nick of the pump¿s driveline outer sheath. If information is provided in the future, a supplemental report will be issued.